Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device lot, and there is a high level of confidence that the ewhu product portfolio meets all specifications and performed as intended when released to the market. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an anterior and posterior prolapse on (B)(6) 2004 and the mesh was implanted. It was reported that the surgery caused ongoing complications for the patient which have been managed through various surgeries to treat the ongoing symptoms of continued discomfort and ongoing urinary tract infections that require prophylactic antibiotic treatment.